Event description:
The customer reported via phone call that insulin did not exit during the prime process. The customer also reported being hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 235 mg/dl. The customer stated they were hospitalized because the insulin pump malfunctioned and they did not have manual injections available. The customer reported receiving a compromised force sensor system alarm on the insulin pump while priming. It was found insulin began to squirt out during the manual prime process. Customer also reported their drive support cap appeared to be normal. The customer also reported a motor error alarm occurred during a prime. Customer stated they were able to complete the rewind sequence. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window.